Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon protector cap was not returned. A visual examination of the complaint unit was carried out and no damage was noted to the tip, balloon or blades of the device. It was noted that the balloon folds were relaxed. The hypotube was broken at 80.5cm from the hub. Both section of the hypotube break were kinked at various locations along their lengths. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft broke. A 10/3.00 flextome cb was used to treat the target lesion. During procedure outside patient, it was noted that the shaft broke while it was on the wire. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft broke. A 10/3.00 flextome cb was used to treat the target lesion. During procedure outside patient, it was noted that the shaft broke while it was on the wire. No patient complications were reported.